Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture-ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ use error: observed rupture but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ red particles observed in the gel and on the device. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "ruptured the right side implant when removing it during surgery." The event of rupture is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, use error, rupture-ndr.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "ruptured the right side implant when removing it during surgery." The event of rupture is not device related. Device has been explanted.